Manufacturer narrative:
H10: a proposal for bench repair was sent to the customer but later rejected by the customer. The proposal for bench repair was rejected by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen device failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the oxygen device failed. Bench repair is currently pending. Investigation is ongoing.